Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The pt ambulated one hr post device deployment; however, approx 30 mins after ambulating a 6 cm hematoma was noted to have formed. Manual pressure was held for an hr followed by sandbag placement for 6 hrs. The pt was kept overnight for observation, and discharged home the next morning following an assessment of the site; pedal pulses were palpable and the hematoma had resolved at the time of discharge.